Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two 325cc mentor siltex round moderate profile saline breast prostheses. Post-operatively, the patient was diagnosed with bilateral breast implant deflations. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 21, 2022, mentor became aware that the correct date of explantation was on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient's implants were replaced with the following devices: (left) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9695034 sn: (B)(6) and (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9695034 sn: (B)(6).

Manufacturer narrative:
On april 12, 2022, mentor became aware that the patient has been scheduled for breast implant removal surgery on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture.

Manufacturer narrative:
On august 24, 2022, mentor became aware that it was erroneously omitted from the supplemental report sent on july 6, 2022, that a device different from what was initially reported was received on june 20, 2022. The device is 350cc mentor saline implant textured and had no lot number. Multiple follow ups were performed, however, no clarifying information was made available. A supplemental report will be submitted if clarification becomes available. Since no lot number was provided, no manufacturing record evaluation could be performed. On september 6, 2022, mentor performed product investigation on the received device. Investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the saline textured breast implant was found to have a tear on the anterior view, measuring approximately 1.0 cm. Leak testing was performed, in accordance with mentor procedures, and no other leak sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.